Event description:
It was reported that customer was having difficulties with sensor. When customer removed sensor, it was found that electrode was missing. Customer was advised to seek medical attention if not sure where electrode was.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.